Event description:
Thirteen hours after insertion of the iab, blood was observed backing up into the sterile shield. Because of this, the iab was removed and replaced. The pt later expired, but the cause of death is not attributed to the difficulty experienced.